Event description:
Pt's IV pump beeping occlusion. Rn check pt and pump reset, rn noted blood pumping from pt back to pump. Tubing removed and inspected. Nurses found tubing on cassette to be transposed.